Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field: h6 (medical device ¿ problem code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check cs300 intra-aortic balloon pump (iabp) showed electrical test fails code#50. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked and confirmed motor controller board is defective. Replaced the motor controller board from customer stock and fault corrected. Machine observed for 4 hours and no error found. Machine handed over to end user with good working condition.